Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Sales rep reported unknown side "te was successfully rescued by pulse irrigation for infection after primary te insertion and had fever and high inflammatory response." Device has been explanted.